Manufacturer narrative:
In the previous report the "type of reported complaint" was updated as serious injury but now in this report the section has been corrected to "product problem" for non-serious injury.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging nose irritation, respiratory tract irritation and headache. There was no report of patient harm or injury. At this time, no medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.